Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0184471 ¿ device expiration date : 07/31/2025 ¿ device manufacture date : 12/04/2020; lot # : unknown ¿ device expiration date : unknown ¿ device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed for the batches as scheduled above and this is the 1st related complaint for clog on these lot #. No non-conformances were raised in association with this type of event for these lots concluding all inspections were performed as per the applicable operations and met qc specifications. Clog test was also conducted on 7pcs retention samples and all no needle clog failure found. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batches as scheduled above were carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pn relion 32g x 4mm were unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : the relion consumer reported no insulin flow when taking the injection and no insulin flow when trying to prime. Date of event : unknown. Samples : available.